Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis five unopened samples of product code z496, lot hk2722. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance: breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: specific number of procedures in which the sutures broke: can not provide. Event date: can not provide. Quantity involved: 7 sutures. How was case completed? Can not provide any adverse patient consequences and how were they managed? No adverse reported. Device return status: awaiting return kit. The 7 device issues are captured in the following reports: 2210968-2019-85417, 2210968-2019-85418, 2210968-2019-85419, 2210968-2019-85420, 2210968-2019-85421, 2210968-2019-85422, and 2210968-2019-85423. Representative samples returned to support investigation of 7 device issues captured in reports: 2210968-2019-85417, 2210968-2019-85418, 2210968-2019-85419, 2210968-2019-85420, 2210968-2019-85421, 2210968-2019-85422, and 2210968-2019-85423. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.